Event description:
Pharmacy tech opened packaging of covidien monoject 60 ml syringe luer-lock tip, ref 1186000777, lot 726932x, and found smudge contamination within the barrel of the syringe. Syringe was not used. This was reported to (B)(4).